Manufacturer narrative:
Approximate age of device - 5 years, 2 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was presented in clinic with low speed advisories, pump off, low flow and driveline disconnected alarms. The log file was sent for evaluation. The manufacturer¿s technical services representative reviewed the submitted log file and observed pump stoppages or speed drops less than low speed limit on (B)(6) 2018 and (B)(6) 2018, while the patient¿s lvad was connected to the power module. This event has been linked to issues with the percutaneous lead (driveline). On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. Approximately 2 inches from the exit site were replaced. Post-replacement, all tests passed. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on heartmate ii lvas on an ungrounded patient cable. No further issues have been reported. Although the reported events were confirmed during the evaluation of the submitted log file, the cause could not be conclusively determined. Approximately 19.5¿ of the distal end of the driveline was returned for evaluation under. The dl was tested for electrical continuity in the condition it was received and did not reveal any discontinuities or shorts. Removal of the silicone jacket and clear bionate revealed several areas of breakdown to the braided shield. Visual inspection of the wires revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage that would have contributed to an electrical short. The heartmate ii lvas IFU contains a section on ¿caring for the percutaneous lead.¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.